Event description:
It was reported that the healthcare provider requested review of this implantable cardioverter defibrillator (ICD) data. Upon review it was found that the patient's self-conducted ventricular tachycardia (vt) was accelerated after anti-tachycardia pacing (atp) was applied. The rhythm was successfully converted after the delivery of two shocks. No additional adverse patient effects were reported. This device remains in service.